Event description:
The physician reported a lead connection issue during an attempt to implant the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.